Event description:
It was reported that an occlusion alarm occurred. Reportedly, the customer was using lyumjev insulin with the pump. Tandem customer technical support informed customer that lyumjev insulin is off-label per the user guide. Customer changed cartridge and infusion set to address the issue. It was also reported that a cartridge alarm occurred during the load sequence. Customer loaded a new cartridge to resolve the issue. Customer¿s blood glucose level was ¿high¿; however, a specific value was not provided. Customer did not address bg level.

Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted. Per the tandem user guide: do not use any other insulin with your system other than u-100 humalog or u-100 novolog.